Event description:
In 2007, the lay user/reporter (patient's mom) contacted lifescan alleging a cracked display with the patient's one touch ultra2 meter. The reporter was unable to report if there was any misuse of the meter. The patient tests at least 6 times per day and takes insulin (humalog and lantus). The cracked display reportedly started about 2 weeks before the reporter contacted lifescan. She noticed a "small" crack on the display, but the patient was still able to read the meter readings. Then the same dates in 2006, the patient reportedly obtained a "140 mg/dl" on his meter. He took a humalog based on his carbohydrates since he did not need to "correct" for his blood glucose levels. Two hours later, he got a meter reading "over 300 mg/dl" and the reporter became concerned with the high meter reading. The reporter discovered a "bigger" crack on the display. She checked the meter's memory and discovered that the patient's "146 mg/dl" was actually "346 mg/dl". The patient reportedly had symptoms of feeling tired and hungry around the same time the reporter discovered the "bigger" crack, but the reporter was unable to specify when he had these symptoms. A year later, the patient went to the doctor and found out that his hba1c was "9.0%". The reporter was concerned that the patient was "misreading" his meter readings due to te cracked casing and was not taking enough insulin to "correct" for his blood glucose levels. This complaint is being reported because the patient allegedly misread his meter readings possibly due to the cracked display. The reporter claims the patient was unaware that he had elevated blood glucose levels and took insulin according to his regimen. Two hours after taking his insulin, he still had elevated blood glucose levels. Around the time of the incident, the patient reportedly had symptoms that may suggest high blood glucose levels. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.